Event description:
The customer stated that the insulin pump was alarming during the manual prime. Assisted in clearing the alarm. Ran a manual prime, but the customer didn't see any insulin exit the tubing. Performed the displacement test and the insulin pump failed the test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.